Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for one patient sample. Of the data provided, only the results for total protein were discrepant and reported outside the laboratory. The initial result was 0.3 g/dl and the repeat result was 7.0 g/dl. The customer then repeated the sample on another analyzer and those results were reported outside the laboratory. Specific data was not provided. Per the customer, there was no information to indicate there was an adverse event caused by the discrepant result. The reagent lot number was 176006. The expiration date was requested but was not provided. The field service representative found the sample probe was clogged and had gel material on the outside of the tip. He replaced the sample probe and the customer ran successful calibration and qc without errors. As the calibration and qc had been acceptable, a general reagent or hardware issue was excluded. A preanalytical issue was suspected to be the root cause. This was confirmed by the sample probe found clogged and with gel material on the outside of the tip.